Event description:
(B)(6) study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. Following the successful implant procedure, the patient was prescribed aspirin and rivaroxaban, an anti-coagulant. On (B)(6) 2021, the patient was discharged home. On (B)(6) 2021, 116 days post procedure, a computer tomography (CT) scan revealed a leak around the watchman closure device due to an inadequate laa seal. The patient continued rivaroxaban and is scheduled for a transesophageal echo (tee) in 6 months on (B)(6) 2021. No patient complications were reported.